Manufacturer narrative:
Medtronic received information from an (B)(4) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve. Initial reporter (hcp) information was not available for this data set. The device serial/lot numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiogram revealed a partial supra annular implant. The valve was snared and a second valve was implanted at the level of the aortic annulus. No adverse patient effects were reported.